Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm mega suturecut needle driver instrument tip stopped working. A broken cable was found at tip of instrument. No fragments fell into the patient. The procedure was completed but patient outcome is unknown.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and the instrument had a fully broken distal pitch cable at the proximal clevis hub that caused the broken cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue and the components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.